Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no item number, sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd xs posiflush syringe experienced a case of air embolism, and 2 cases of infection. The following information was provided by the initial reporter: reported air embolism, localized infection.